Event description:
Patient was hooked up to the transport ventilator; immediately the ventilator began alarming low pressure and tidal volumes were >3000cc. Began trouble shooting and looking over ventilator without any obvious solution. Patient was disconnected from ventilator and bagged. Patient placed on ltv 1000 ventilator. Patient's vital signs remained stable. No harm was done to the patient and no complications were caused from this. Device has been placed out of service.